Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Source: cvir endovascular (2024) 7:90. Title: hepatic artery stenting with viabahn. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publishment was reviewed by gore: source: cvir endovascular (2024) 7:90. Title: hepatic artery stenting with viabahn. The objective of this study is to identify vessel morphology linked to technical success and short-term patency of the gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) in treating postoperative aib (arterial injuries such as pseudoaneurysm, extravasation, and bleeding) following hepatopancreatobiliary surgery. This is a retrospective study from january 2017 through may 2024. It that examined 11 (8 men, 3 women, median age 64.5 years old) patients with 12 consecutive cases of hepatic artery bleeding and all were treated emergently vsx device. Outcomes were defined as technical and clinical success, stent patency at one month, and the time from surgery to stent placement. In 25% (3/12) of cases with high tortuosity quantification values, straightening led to accordion-like appearances and steps, making it challenging for the stent to advance over the stiff wire. In these cases, we had to stop the procedure and switch to softer guide wires, along with other adjustments, to facilitate successful. The initial technical success rate using a stiff wire was 75% (9/12). After making necessary adjustments, such as switching to a softer wire, the overall technical success rate reached 100% (12/12). Clinical success rates were also 100% (12/12). Follow up CT angiography was performed 1 month post treatment. One month stent patency was observed in 10 of 12 cases (2 were not patent), 2 patients experienced stent occlusion. All cases of occlusion occurred in patients who had the extension of stent length by overlapping stent grafts. No events of ischemia requiring treatment occurred within one month in any of the cases. Conclusion: the clinical impact of these occlusions were minimal, possibly because of the time allowed to form collateral pathways thus maintaining adequate blood flow.